Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high impedance and conductor fracture was noted on the right ventricular lead, the pacer-dependent patient was asymptomatic. Lead revision procedure was discussed. The patient¿s condition was stable.